Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed, and the test failed. A review of the downloaded data log confirmed the reported event of a failed transmitter error. The probable cause was determined to be a low transmitter battery. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed due to 0 voltage. A review of the share logs was performed and a transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.